Manufacturer narrative:
Initial device analysis showed that the device failed the stored electrograms portion of the returned product testing inspection. Further testing showed that the device failed manual testing of sensetivity but no pacing inhibition was noted at programmed settings. The device passed all other manual tests. Visual inspection of the hybrid and components noted several cracks and at least two breaks on one of the components contributing to the open circuit condition. Laboratory analysis concluded that this device was able to pace and provide critical therapy but did not sense correctly.

Event description:
Boston scientific recieved information that this pulse generator (pg) was returnd with no allegations. No adverse patient effects were reported.